Event description:
It was reported that the patients ipg moves while trying to charge. The patient underwent a revision procedure wherein a suture was added to keep the battery better situated. The ipg remains implanted. No further information has been obtained despite good faith efforts. Additional information was received that the patient experienced pain when he is going from sitting to standing due to ipg migration.

Manufacturer narrative:
Exact date unknown, event occurred approximately after the implant date.

Event description:
It was reported that the patients ipg moves while trying to charge. The patient underwent a revision procedure wherein a suture was added to keep the battery better situated. The ipg remains implanted. No further information has been obtained despite good faith efforts.